Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller (B)(4) was returned for evaluation. The batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the controller and batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events due to communication errors between the controller and batteries. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to address loose connectors. The controller, however, passed functional testing; the reported event could not be replicated during testing. The loose connector observation is not related to the reported event. Analysis of the batteries was not performed since the units were not returned. Based on the available information, the most likely root cause of the reported event can be attribute to communication errors between the controller and batteries. Heartware has opened an internal investigation to address communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use<: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4).

Manufacturer narrative:
Other devices involved in this event: battery/bat311298;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. Battery/bat311372;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. Battery/bat311381;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. Battery/bat311387;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. Battery/bat311396;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. Battery/bat312079;cat#1650; exp. Date: 01/31017; mfg. Date: 01/31/2016; product returned:0; (B)(4)-battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The company is seeking this information through the event investigation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in the clinic and it was noted to have continued battery switching and toggling. Equipment has been changed in the past but having continued issued. Through log files it was noted that potentially three batteries were of issue but left it to the site's discretion to exchange equipment as deemed necessary. It was stated that the issue caused the patient some annoyance. No additional information available.